Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s fiancée that the previously working remote monitor had no power unless the power cord was held a certain way. The caller stated that the clinic advised the patient that the monitor was affecting the battery life of the device because it was not picking up the implant and sending information. A new power cord was sent to the patient. The monitor is not being returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.